Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that on (B)(6) 2023, after the foley catheter implantation, the sterile water was injected and when the catheter was checked to see if it could be removed, it slipped out. The balloon was deflated. Sterile water leaked from inside the lumen, not from outside the catheter.

Manufacturer narrative:
The reported event was unconfirmed. No root cause could be found because the reported event was unconfirmed. Visual evaluation of the returned sample noted one opened (with original packaging), used coude 2-way foley catheter. Visual inspection of the sample noted the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and allowed to drain freely. Flushed the drainage funnel and no blockage observed. With the syringe attached the balloon passively deflated with no issues. No defects noted. A device history record review was not required as the investigation was unconfirmed. The reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that on 26dec2023, after the foley catheter implantation, the sterile water was injected and when the catheter was checked to see if it could be removed, it slipped out. The balloon was deflated. Sterile water leaked from inside the lumen, not from outside the catheter.